Event description:
It was reported that the patient presented in clinic with symptoms of dizziness and discomfort. Interrogation showed the patient's right ventricular (rv) lead was failing to capture. A computerized tomography scan was performed which showed the rv lead was dislodged. During the explant procedure, damage was noted on the rv lead. The lead was explanted and replaced. The patient was recovering.

Manufacturer narrative:
The reported events were dislodgment, failure to capture, and damaged lead. A complete lead was returned for analysis. Visual and x-ray examination of the lead found the inner coil was over torqued at the connector pin region, helix extended and covered with blood /tissue. After cleaning, and applying torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured within specification. The reported events of failure to capture and damaged lead were confirmed. Electrical testing found shorting between conductors. Visual examination found clavicle crush damage in the middle region of the lead at 29.5cm ¿ 32.5cm from the connector pin. Further analysis of this region found all lumens were abraded. The ring electrode ethylene tetrafluoroethylene (etfe) cable coating and polytetrafluoroethylene (ptfe) liner were damaged due to clavicle crush forces. The cause of the reported event was isolated to the abraded ring electrode etfe cable coating and ptfe liner consistent with clavicle crush forces.